Manufacturer narrative:
Date sent to the FDA: 08/18/2021 a manufacturing record evaluation was performed for the finished device lot number rbmhmx, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: actual: one detached needle product code fz318 was returned for analysis. Upon visual analysis of the returned sample revealed that cracked barrel defect was observed at the swage area of the needle. The barrel hole was examined under 20x magnification and fracture was found. In addition, the suture was not received for evaluation. As per returned conditions of the sample no functional test was performed. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through quality system. Representative samples: a sealed box (36ea) and twenty-five packets of product code fz318 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. Upon visual analysis of the returned samples revealed that cracked barrel defect was observed at the swage area of the needle, the barrel hole was examined under 20x magnification and the fracture was found in twenty-five representative samples. The rest ten samples no defects were noted. As per returned conditions of the samples no functional test was performed. The cracked barrel defect has been correlated to the manufacturing process. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional h6 component code: g07002 ¿ reported condition not confirmed ( for ten rep samples) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-06368, 2210968-2021-07488 and 2210968-2021-07490

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an exploratory laparotomy on (B)(6) 2021 for abdominal pain and suture was used. During the closure of the aponeurosis, the needle pulled off the suture and the needle attachment location was found broken. The surgeon confirmed that he had positioned the needle support correctly. The needle did not fall into the patient and there were no adverse patient consequences reported. No further information was provided.